Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while performing a tka on patient's left knee, surgeon was attempting to remove trial from the patient's femur. While doing so, one of the prongs of the removal device broke off in the trial. The surgeon was able to use a different tool to remove the trial. "There was no delay in the case, nor was there any harm to the patient."

Manufacturer narrative:
Product available to stryker; reason for no evaluation. An event regarding crack/fracture involving an triathlon extractor was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. It was reported that while performing a tka on patient's left knee, surgeon was attempting to remove trial from the patient's femur. While doing so, one of the prongs of the removal device broke off in the trial. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that while performing a tka on patient's left knee, surgeon was attempting to remove trial from the patient's femur. While doing so, one of the prongs of the removal device broke off in the trial. The surgeon was able to use a different tool to remove the trial. "There was no delay in the case, nor was there any harm to the patient."